Manufacturer narrative:
The reported event of no output and impedance problem were not confirmed. The device was received from the field with the battery at end of service (eos) level. The device was cut open and further electrical and mechanical analyses were performed, and no anomalies were noted. Output measurements were performed, and the device output measurements were within specification. The projected longevity estimation was performed and the device had exceeded 75% of the projected longevity, and is considered normal depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, the device was observed to be in eri due to normal depletion. Upon investigation, a loss of pacing was observed and the impedance of the device was not able to be measured. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.